Event description:
Patient reported that their one touch ultra test strips were bent and that the strips felt less thicker than the ones they had been using. They also reported that those test strips would not turn on their meter. They were using their in-law's meter since they were unable to test on theirs. Patient was not given treatment by any medical professional. This case is reported as a strip malfunction since the patient reported a tape lay issue which was not resolved.